Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "will not secure to motor" was not confirmed. During testing the crani-a 6.5 adult crani attachment was found to lock onto test motors as well as the motor returned by the customer. The protective foot of the crani-a attachment was observed to be drilled into, damaging the protective foot. The drilled protective foot of the arani-a is most likely due to misassembly/ misloading of the cutter to crani-a to motor. This misassembly could have been part of the inability to secure the crani-a to a motor at customer site. (B)(4).

Event description:
Report received from the USA stating that the attachment "will not secure to motor". The device was not being used during surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.